Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0401 captures the reportable event of ligator handle broken, wont turn. Imdrf device code a0501 captures the reportable event of ligator housing detachment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an evl procedure performed on (B)(6) 2026. It was reported that during the procedure, when attempting to fire the third band, the handle became stiff and would not move; upon applying additional force to turn the handle, the ligation unit part detached and broke. It was reported that the procedure was performed by wrapping the trip wire, which had been hooked onto the handle unit to secure it around the endoscope multiple times and securing it with tape. There was no difficulty setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event.